Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 it was reported that the black portion of the syringe separated from the rest of the syringe; it was said that the calibra device could not be used. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: 06/20/2016 device evaluation: the patch kit has been returned and evaluated by product analysis on 06/07/2016 with the following findings: insulin residue was found within the top portion of the syringe chamber where the plunger¿s rubber tip became stuck. The syringe body was cut just about the position of the stuck rubber tip and the tip was removed from the syringe body. Insulin residue was found on the top portion of the plunger tip. During testing, it was determined that the plunger¿s rubber tip became stuck due to insulin solidifying in the syringe body causing the separation of the plunger and the tip; this issue appears to be related to the syringe being filled but used at a later time. The patch returned with the kit showed evidence that it had not been filled with insulin but the red needle cap was removed from the device.